Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 around 7:30 am, he had suffered a hypoglycemic episode. Patient's wife found him on the floor convulsing and called the paramedics. Paramedics treated patient with glucose through an IV. Patient did not take note of his bg and cgm values during his hypoglycemic episode. At the time of his call to dexcom technical support, patient was feeling better.